Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: flowport cannula broken during insertion. Removed from patient and washed, will be sent back. Opened another flowport of same lot # no issues. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The device manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were removed and the procedure was completed successfully.